Manufacturer narrative:
The device was returned and the evaluation found the following: distal end adhesive was lifting and right angle out of specification. Should additional relevant information become available, a supplemental report will be submitted;

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water channels had white crystallized contamination. The issue occurred during maintenence. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for white crystallized contamination in air/water channel could not be determined since no physical damage was confirmed at the air/water channel, and olympus could not confirm whether there was deviation from IFU on reprocessing steps for the air/water channel. The foreign material could be a simethicone type product. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.